Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements which were within normal limits and all other lead measurements were normal. The patient was monitored at that time. Then, the impedance measurements later increased to greater than 2000 ohms. No noise was able to be created and other lead measurements were normal. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring with the health care professional (hcp). It was noted that the patient was not rv pacemaker dependent. No adverse patient effects were reported. The lead remains in service.